Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, the scratch was observed on the top of the lens. After an examination, it turned out that it was a fiber coming out of the cartridge. No further information available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
In the MDR, wrong comment has been added in the h.10. Corrected information provided in h.10. There are two other complaints reported in the lot. Associated products were not provided. It is unknown if qualified associated products were used. The company cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. Per the instruction for use IFU: the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is:(B)(4).